Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) device. The meter would not power on with button/touchscreen press and the customer was unable to obtain glucose readings. As a result, the customer experienced tremor but was able to self-treat with insulin (type/dose unspecified). No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.